Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Additionally, although the account initially suspected outflow graft thrombosis via computed tomography (CT) imaging, further review by an onsite surgeon indicated that the images were normal. The submitted log file contained events and data from 22dec2022 through 03jan2023, per the timestamps. A slight, gradual increase in power and flow values was observed after 30dec2022. According to the account, these increases were within the patient's baseline range. No notable pump events or alarms were observed. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists hemolysis and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This IFU also lists device thrombosis as an adverse event; however, although the account initially suspected outflow graft thrombosis via computed tomography (CT) imaging, further review by an onsite surgeon indicated that the images were normal. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 after experiencing heart failure symptoms such as shortness of breath, bilateral lower extremity edema, and fatigue. The patient's urine was noted to be light yellow and there was no noted evidence of ecchymosis or other illnes. An echocardiogram (echo) was done, and there was no significant differences noted from their baseline, with no evidence of thrombus in their chambers or the pump inflow cannula. The patient was transferred to their primary hospital and it was noted that their lactate dehydrogenase (ldh) was uptrending from a value of 516 units/l (taken on (B)(6) 2022), and was 813 units/l on (B)(6) 2022, before decreasing to 567 units/l. The patient's total bilirubin was elevated but was mostly unconjugated, so their symptoms were thought to be related to either congestive hepatopathy or hemolysis. The patient did not notice any power or flow spikes on their system controller, and upon review the parameters all appeared stable. Log files captured a slight increase in power and a slight decrease in average pulsatility index (pi) over time, which could possibly be linked to thrombus. The patient was started on heparin as part of a high thrombus risk protocol. On (B)(6) 2023 the patient had a computed tomography angiography (cta) that was originally thought to have showed possible partial outflow cannula thrombus. However, the CT surgeon reviewed the imaging and determined that the radiology reflected the normal bend relief of the outflow graft. Interrogation of log file showeda gradual power trend from 5 w to 6 w, but comparison to the patient's previous values showed this was a frequently noted range. The healthcare team continued heparin and the high thrombus protocol and increased the patient's international normalized ration (inr) goal from 2-3 to 2.5-3.5. It was also noted by healthcare providers that the patient did have right heart failure before lvad implant.